Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument for failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was found to be fully functional with no product issue being identified.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, it was observed that the maryland bipolar forceps instrument range of motion was "unusual." No other issue was reported. The user continued the procedure with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event of non-intuitive motion on the maryland bipolar instrument. The complaint was not confirmed by failure analysis since the instrument was not returned.